Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information by a nurse in the (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). On an unreported date, the patient experienced peritonitis. On an unreported date in (B)(6) 2011, the patient was hospitalized for peritonitis. According to the reporter, she had hysterectomy which caused the peritonitis. Treatment was not reported and the patient was recovering. On an unreported date in 2011, dianeal and extraneal therapies were withdrawn. An opinion of causality was not provided. Information was received from a pd nurse. This report has been medically confirmed. The patient was treated with gentamycin antibiotic (dose, frequency and route not reported). On an unreported date in (B)(6) 2011, the patient was discharged from the hospital. Per the nurse, the peritonitis was not related to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11h07054 and h11f03115 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.